Manufacturer narrative:
All available information indicates that the lead was abandoned surgically. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was fractured. A revision procedure was performed and the rv lead was abandoned surgically. During this procedure a new rv lead was successfully implanted. No adverse patient effects were reported during the revision procedure.